Event description:
The customer reported that the system intermittently would fail (shut down) and displayed an x-ray disable error message during a procedure. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.